Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside of the allowable operating altitude range. Customer's blood glucose level was 295 mg/dl. A cartridge change was performed and insulin deliveries resumed.